Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 231 mg/dl. Customer treated high blood glucose with insulin pump. Customer also reporting an issue associated with infusion set insertion site. Blood on insertion site and not actively bleeding. Customer did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.